Event description:
At 09:30 - 10:00 am, laser turned on and pt treated with 515 filter. At 11:30 employee noticed a burning plastic odor. At 12 pm rn assessed laser and found laser head to be melted and extremely hot to touch. Laser was turned off. After an hour of laser cooling, the laser lens was attempted to be removed, and the latch cracked due to the extreme heat. I have a picture of the product. FDA safety report ID# (B)(4).